Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a swollen, painful and reddened driveline exit site area. Exudate was observed. Daily wound dressings were performed. Cultures were negative. Antibiotics were started. On (B)(6) 2018, a pet scan revealed a driveline infection. The patient¿s leukocyte level was 12.9 tsd/microliters and c-reactive protein level was 193.9 mg/l. No fever was present. The patient was discharged on (B)(6) 2018. The patient¿s leukocyte and c-reactive protein levels on this date were 8.7 tsd/microliters and 17.3 mg/l, respectively. Antibiotics were administered. No further information was provided.

Manufacturer narrative:
The device not available for evaluation. A specific cause for the reported driveline site infection could not conclusively be determined through this evaluation. Driveline infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remained ongoing on heartmate 3 lvas until may 2018 - when they expired due to sepsis and multi-organ system failure. The customer reported lvad was operating properly and the patient's driveline site was not infected prior to expiring. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.